Event description:
A resolute integrity drug-eluting stent was being used to treat a severely calcified lesion in the lm. Device was removed from packaging per IFU. Device was inspected prior to use with no issues noted. Resistance was encountered when advancing to the lesion. It is reported that during positioning the stent became deformed. There were no difficulties removing the device after failed deployment. Procedure was completed with a non-medtronic device. There was no patient complications reported. Device evaluation: the stent was positioned on the balloon between the marker bands. The distal section of the stent was deformed. Slight damage was evident on the proximal stent segments.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent deformation); patients condition affected effectiveness of device (severely calcified lesion); deformation problem (stent). Conclusion: known inherent risk (stent deformation); device failure/lack of effectiveness related to patient condition (severely calcified lesion).